Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore a lot history review was performed. The device was returned for evaluation.therefore, the investigation is confirmed for break. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: g4 h11: b5, h6 (device, results) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model sk15035m support catheter allegedly experienced break. This report was received from one source. One patient was involved with no reported patient injury. The patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the reported malfunction was provided, therefore a lot history review was performed. The device was returned for evaluation.therefore, the investigation is identified for the break and difficult to remove. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model sk15035m support catheter allegedly experienced difficult to remove and break. This report was received from one source. One patient was involved with no reported patient injury. The patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore a lot history review will be performed. The device was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model sk15035m support catheter allegedly experienced difficult to remove and break. This report was received from one source. One patient was involved with no reported patient injury. The patients¿ age, weight, and gender were not provided.